Event description:
It was reported that this left ventricular (lv) lead exhibited a fracture, with impedance high greater than 2500 ohms. Patient was admitted to the hospital for noncardiac symptoms when impedance measurements was detected. The lv lead was programmed to off pacing and the patient was referred to another facility for lead evaluation. No additional adverse patient effects were reported.